Event description:
Reporter indicated a vns pt underwent vns therapy sys replacement surgery. At the time of the initial report, the reason for the surgery was unk. Follow up revealed the reason for the revision surgery was due to lead break and increase in seizures. The pt's pre-vns seizure activity level is unk. The explanted products were discarded by the hosp; therefore, a prod analysis will not be performed. Good faith attempts to obtain add'l info have unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.